Manufacturer narrative:
Initially a short battery runtime failure was reported. According to the service order report 43480364 (dated on 2020-10-08) the customer stated the rotaflow would not hold a battery charge for more than 2 min. The service observed the system and replaced the defective battery. After replacement the unit passed all tests and cleared for clinical use. The most proabable root cause for the reported failure "battery short run time" could be determined due to end of life time of the battery pack. The rotaflow risk analysis version v06 (dms# 2023689) chapter h1.1.1.21 was reviewed with the following outcome: the most possible causes for the reported failure are: 1. Defect batteries. 2. Power supply board failure. 3. Software error. 4. User forgot recharge. 5. Defect of charger unit. Further mitigation are included in the instructin for use (IFU rotaflow/ 4.2 / en / 13 ) as warnings in chapter 3.3.4 battery operation: - check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. - the actual run time during battery operation depends on the age and condition of the batteries, current consumption of the rotaflow console and other factors. The run time shown is only a reference value. The actual run time can be shorter or longer. The reported failure "battery short run time" occurred during use and could be confirmed. The device was directly involved in the event. The device history record (DHR) of the rotaflow (material: 70104.3292, serial: (B)(6)) for which a customer complaint was received, was reviewed on 2020-10-15. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
A follow up will be submitted when additional information becomes available.

Event description:
A short battery runtime failure during use was reported. No harm to any person was reported. Complaint number: (B)(4).